Event description:
The report co received from user facility indicated that the target lesion was a 50% stenosed iliac artery lesion, which had no calcification but heavy vessel tortuosity. During the procedure, the balloon became on the guidewire and could not be advanced or withdrawn. The physician had to withdrawn the dilatation catheter and the guidewire together as a single unit and consequently, target site position was lost. However, there were no adverse effects to the pt. There were two targets; however, the contralateral target was not treated due to this event. The physician only treated the ipsilateral target site with palmaz stent without predilation.